Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: result 1: 156 mg/dl. Result 2: 184 mg/dl. Result 3: 356 mg/dl. Result 4: 95 mg/dl.